Event description:
It was reported by the patient's mother that the patient had an infection post-vns implant. The device history record's of the generator was reviewed. The generator passed final quality and functional specifications prior to release. The device was sterilized prior to it being released. No additional relevant information has been received to date.

Event description:
Further information was later received reporting that the patient had a pharmacogenetics appointment. The physician notes that the adverse events surrounding her vns placement was likely due to medication effects rather than surgery itself. The results of testing indicate that the patient is a normal responder to opioids, and a decreased responder to oxcarbazepine and ondansetron.

Event description:
The patient's infection was treated with antibiotics and was noted to be minor. Ten days post-surgery the infection was evaluated by the physician and there was no drainage, redness, or inflammation. The physician indicated the infection was adequately treated.

Manufacturer narrative:
Section b5. Describe event or problem: corrected data; supplemental MDR 1 did not report acute renal failure/urinary retention when the supplemental assessment was received from the physician. Section f10. Patient code: corrected data; supplemental MDR 1 did not report acute renal failure/urinary retention when the supplemental assessment was received from the physician. Section h6. Evaluation codes: results; initial MDR reported code 3221 despite the fact production records were reviewed and confirmed sterilization of the device prior to distribution.

Event description:
The patient experienced acute renal failure/urinary retention after vns surgery. The surgeon denied this event was related to surgery or vns. Further information was received from the physician who evaluated the patient and stated that this event was likely a side effect from anesthesia and pain medication that the patient was administered in relation to vns surgery. The physician believes the patient has a physiological sensitivity to anesthesia/pain medication and the patient is undergoing pharmacogenomic testing for enzyme testing to see if she has metabolization issues. The patient went to the ed twice and was admitted for severe urinary retention and required catherization for several days after surgery. Multiple bladder ultrasounds have shown resolution of this issue.